Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was received but does not reflect the full investigation window. The complaint confirmation of a loss of connection could not be determined. The complaint device was returned on 06/18/2018 for evaluation. Performed a voltage test and passed. Performed pairing test with (B)(4) bluetooth device and passed. Performed transmitter functional test and passed. Performed share log review and no issues were found. The reported event of a loss of connection was not confirmed. The probable cause could not be determined.